Manufacturer narrative:
The investigation into root cause is ongoing.

Event description:
It was reported that a patient nearly fell while being transferred from a gurney to the table. The patient landed feel first, catching himself and preventing the fall. An injury was not reported.